Event description:
Surgeon stated enseal device is defective as it has "inadequate jaw closure". Replacement device was obtained. Defective device was bagged and given to pod tech with packaging and product failure report paper.